Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was at appointment and when interrogating the device error code 254 was being displayed. Troubleshooting for the error involved re-interrogating the device, confirming compatibly, resetting the programmer and wand, and attempting to re-enable therapy. It was noted that initially no error code was observed and that it was not seen until the patient's parameters were increased; the programmer indicated to lower the current. After lowering the current the error code was still observed. They were unable to enable therapy and could not get a diagnostics reading. Representative reported that it is unknown if patient was experiencing any symptoms with loss of therapy. As part of the clinical trial protocol, the subject tapes the magnet over the generator while in the building and/or while meeting with blinded personnel. The patient was not near any MRI or strong magnetic fields. The internal data was reviewed and it was determined that the patient was in a stim inhibited state during interrogation, indicating that the reed switch of the generator was closed even though a magnet was not present. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Information was later received that the patient re-located and was considering transferring clinical trial sites. However, the distance to the nearest site was too far away, so the patient decided against further participation in the study. The patient had their device explanted. No other relevant information has been received to date.